Manufacturer narrative:
No photo and or video was provided by the reported and a sample was not received at the investigation site for evaluation; therefore, the condition of the complaint product could not be evaluated. The investigation conducted a non-conformance review of the reported number. No deviations were identified and all corresponding production release specifications defined in the batch record were met. There are similar complaints identified under reported complaint lot. However, the number of unique reporting customer for similar complaints is still within threshold. Therefore, no contributing factor identified to the nature of the complaint for the affected lot. Manufacturing batch record review was performed to ensure that the product was manufactured in compliance with the batch record. Based on the assessment, the product met release criteria. The root cause of the reported event has been determined to be inconclusive. The product was not returned to evaluate. No potential contributory factors and abnormalities found in manufacturing process that related to the reported complaint event. The root cause of the reported event has been determined to be inconclusive. Based on review of the manufacturing batch record and information available in the complaint record, there is no impact to the other product and no serious impact to the patient. No escalation, field action assessment (faa), market action is required. No corrective action preventive action (CAPA) will be initiated for this complaint. Company quality assurance has reviewed, evaluated, and investigated this complaint. No adverse trends have been observed associated with the reported product and event based on the latest monitoring review. No further action has been identified for this reported event. Monitoring data will continue for evidence of adverse trending and take further action, if appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that aspiration was not possible during cataract surgery with intraocular lens implant. The surgery was completed after replacing it with new fluidics management system. There was no patient impact. This report pertains to one of the three custom packs involved in this complaint.